Manufacturer narrative:
(B)(4). The reporter of the complaint was asked to return the product for analysis. The device has not yet been rec'd by allergan. Based upon the model number, serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. The reporter of the event was asked to return the product for analysis. Allergan has not rec'd the product at this time. Therefore no analysis or testing has been done. See scanned page.

Event description:
Healthcare professional reported a lap-band for which the patient had experienced "prolapse", first noticed when the patient complained of abdominal pain. The lap-band system was explanted and not replaced.